Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: the valve was returned broken and the valve casing damaged, it seems to have a big dent in the valve casing. Due to the damage to the valve it was not possible to irrigate, program test or pressure test the valve. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. It was also noted that one of the spring pillar clips was bent, and the cam mechanism damaged. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code ns9008 with lot cmjct6, conformed to the specifications when released to stock on the 20th august 2011. The root cause for the valve being received broken could not be determined. The root cause of the damage valve casing, the spring pillar clip and the cam mechanism is probably due to the valve receiving some form of impact, this however could not be determined. The root cause for the problem reported by the customer is probably due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a patient with inph ((B)(6)-year-old female) in about 2013. The initial setting pressure was 100mmh2o. In about (B)(6) 2015, the patient had a gait disorder and ventricular enlargement was confirmed by CT scan. Since csf accumulation was also confirmed, the surgeon suspected valve occlusion and replaced the device with the same new product at 160mmh2o on (B)(6) 2015. The patient is currently being monitored.